Manufacturer narrative:
A field service engineer (fse) instructed the customer to remove the broken cap. The investigation determined that the assay was performing within specification. The customer is no longer experiencing hiv false positive results, and the instrument is operating normally.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). It was reported that prior to the event, the analzyer displayed an alarm that the mixer didn't reach or stop at the vertical home position. Qc was performed and showed elevated results. The customer performed calibration and qc after the event, and the results were within specification. The customer discovered a loose reagent cap in the instrument. The investigation is ongoing.

Event description:
There was an allegation of questionable false-positive elecsys hiv combi pt results from the cobas e 411 analyzer (rack system) for two patients. Results are provided for one patient. The initial result from the morning was 0.2 coi (non-reactive). The customer decided to retest the sample after the qc results were elevated, and the result was >1.0 coi (reactive). Calibration and qc were re-performed and passed. The sample was repeated, and the result was non-reactive.